Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape and act button. The connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no frozen screen, time clock anomaly and audio/beep anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.